Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that one (1) patient underwent re-revision following knee arthroplasty to address periprosthetic fracture. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). Zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, 56 (2025), 467 - 478 http://doi.org/10.1016/j.knee.2025.06.016. B3 - event date - article was published on (B)(6) 2025. D10 - concomitant devices - unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. E1 - contact - journal article correspondence author. G2 - report source - foreign: event occurred in france. H6 - component code - proposed code is mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.